Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Suspected 25 false positive flu b results; 374 patients were tested across 5 sites. Tested patients were symptomatic and asymptomatic. No confirmatory testing performed.